Event description:
The device was removed and it "did not inflate." The entire device was removed and replaced with another 3-piece inflatable penile prosthesis.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 12/21/93 and revised on 12/31/96 because the "implant does not inflate." Requests for the explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or add'l info be received, qa will re-evaluate this event in accordance with procedures.